Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. The issue impacted one customer and has been resolved. The client has not generated any sepsis notifications for the past 5+ years. The issue was first reported on (B)(6) 2025. The root cause was an incorrect consumer key mapping for the client, which resulted in inaccurate values being considered. Consequently, due to this misconfiguration, the system failed to invoke the necessary rules to trigger notifications for the client. Cerner has not received communication on any adverse patient events as a result of this issue.